Event description:
The customer reported a false positive architect total b-hcg result on a 35 years old female patient. Results were reported to medical provider. The following data was provided: sid (B)(6), initial result = 3089.88miu/ml, repeat result = <1.2 miu/ml. The customer¿s reference range: < 5 miu/ml. The colloidal gold test strip result was negative. No impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 77139ud02. A review of tracking and trending for the architect total -hcg assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 77139ud02 and the complaint issue. The overall performance of architect total -hcg reagents in the field was reviewed using data gathered from customers worldwide. The median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the architect total -hcg reagent, lot number 77139ud02.

Event description:
The customer reported a false positive architect total b-hcg result on a 35 year old female patient. Results were reported to medical provider. The following data was provided: sid (B)(6), initial result = 3089.88miu/ml, repeat result = <1.2 miu/ml the customer¿s reference range: < 5 miu/ml. The colloidal gold test strip result was negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.